Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user began the case with no leads or electrdoe pads attached to the patient for the first 18 minutes. The user appears to apply electrode pads to the patient and changed the lead view from lead ii to pads where an ECG signal was displayed. The device is then changed to pacer mode (we suspect inadvertently) with no leads attached to the patient only electrode pads. The device alerts the user that leads are not attached. The user exits pace mode but the device remains in lead ii view for the remainder of the case. Had the operator selected the pads lead view or pressed a defib related key (charge, energy select, analyze, etc.), the signal would have been displayed. The device passed all final testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 73-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another x series to continue treating the patient and the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.